Event description:
Consultant reported: during a trochanteric fixation nail procedure, the helical blade would not advance into the nail, it binded about 40%. The helical blade was not in locking position and it was up and opened. Surgeon backed out the helical blade and implanted a trochanteric fixation nail lag screw instead. Screw locked into place with no problems. Lag screw is smaller than the helical blade which may have allowed it to pass through the nail. The procedure was completed with no further problems. The instruments were put together after the procedure but the blade still would not advance. This is 2 of 2 reports for this event, complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product evaluation determined the returned parts do not exhibit the complaint condition. All parts were assembled with the other instrumentation and implants and operated very smoothly and without issue. The entire assembly worked as intended and there was no issue with the helical blade passing through the nail. This complaint was determined to be invalid.